Event description:
This case was reported by a consumer and described the occurrence of carotid artery occlusion in a then patient who used super poligrip original denture adhesive cream for loose dentures. The consumer called with a product question. A physician or other health care professional has not verified this report. The patient's past medical history included smoking. Concurrent medical conditions include arthritis and high cholesterol. Concurrent medications included super poligrip free denture adhesive cream, super poligrip extra care with poliseal,lovastatin, hydrochlorothiazide + spironolactone, hydrocodone and vitamin e. In 1999 the patient started using super poligrip original denture adhesive cream and has been feeling "sick" to their stomach" on and off 3 or 4 times a week for the past 4 to 5 years. In 2002, the patient was diagnosed with carotid artery occlusive and had neck surgery. Also in 2003 they had eye surgery (nos). On the date of the report the patient was feeling nauseated. Treatment with super poligrip was continued. The carotid artery occlusion resolved and the nausea and feeling sick are unresolved. No corrective actions have been required based on this report.